Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) analysis of the device revealed that the cause of incorrect battery voltage measurements was high internal battery resistance.

Event description:
It was reported that device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.